Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the ipg placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates troubleshooting was able to resolve the issue and therapy was restored.

Manufacturer narrative:
Correction report type- malfunction. Correction b1- adverse event should not be selected. Correction b2- other serious should not be selected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.